Event description:
It was reported that patient presented to clinic on (B)(6) 2026 with pocket infection and device erosion. Subsequently, the pacemaker (pm), right ventricular (rv) and right atrial (ra) leads were explanted on (B)(6) 2026. The reported infection was determined to be unrelated to any abbott product or procedure. The patient was continued on antibiotic therapy following the explant procedure. The patient was stable throughout.